Manufacturer narrative:
The insulin pump had intermittent up button response due to a flattened button dome switch. No traces or moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer noticed that the up arrow is not working and insulin pump get exposed to moisture at night. The customer was advised that the insulin pump will be replaced. The customer stated that she is using carelink. The customer was advised to print settings from carelink and call if she needs help programing her replacement insulin pump. The customer was advised to use back up plan as per health care provider instruction. The customer was advised to call if she needs help as we are available 24/7.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.